Event description:
A surgical director reported a suction break three quarters of the way through bed creation. The surgeon converted the procedure to photo refractive keratectomy (prk). Additional information was received which indicated the cause for the suction release in mid treatment is unknown. At the one day postoperative examination there was 2+ epithelial defect and a bandage contact lens was intact.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. (B)(4).